Event description:
Patient reported left side "contracting". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "contracting."

Event description:
Patient reported left side "contracting". Device has been explanted and replaced with a non-abbvie product.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5, a6, b5, d6b, h3, h6.